Event description:
The procedure was to treat an ami patient with 90% stenosis in the proximal to the mid rca. The bmw universal guide wire was advanced and placed at the lesion. The tip was proplapsed to get the wire down. After pre-dilating the lesion, another company's stent was then deployed. The pt was treated with medicines as there seemed to be some spasm distally. An attempt was made to remove the stent delivery system (sds) and the guide wire together; however, the guide wire was hung up so only the sds was removed. After manipulating the guide wire, the wire was pulled on hard and the tip snapped off. Approximatgely 1 cm of the tip remained in the pt, caught in the distal end of the stent. No additional intervention was done. The pt remains in the hosp and it is unknown at the time of the incident report if additional angioplasty will be performed in order to sandwhich the tip.